Manufacturer narrative:
The reported malfunction was observed and attributed to a blown fuse on the battery interconnect board. The root cause of the blown fuse could not be firmly established. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting treating a (B)(6) male pt, the device would not power up. Complainant indicated that the clinician swapped batteries with no results. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.